Manufacturer narrative:
Code 213: a review of the manufacturing record for the device verified the lot met all pre-release specifications. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Additionally, the IFU states: adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Manufacturer narrative:
The review of the manufacturing paperwork is going to be conducted. Further information will be provided. The device was discarded at the facility and was not available for analysis.

Event description:
On (B)(6) 2019, the patient underwent an endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses and a gore® dryseal flex introducer sheath. It was reported that when the sheath was removed, it was observed the right external iliac artery was dissected. A stent graft was implanted to resolve the dissection. The procedure was successfully completed. The patient tolerant the procedure. It was reported that there was a calcification in the right external iliac artery and the diameter of the right external iliac artery was 5.6 ¿ 9.3 mm.